Manufacturer narrative:
(B)(4). On an unknown date, maintenance antibiotic therapy with ampicillin was discontinued. The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Beginning on the day of onset, the patient was treated with ceftazidime 1.2 grams per day intraperitoneally for four days and cefazolin 1.2 grams per day intraperitoneally for four days for the peritonitis event. Four days after onset, the patient was treated with ampicillin 2 grams as a loading dose (route not reported) for the peritonitis event. Four days after onset, treatment with the ceftazidime, cefazolin, and loading dose of ampicillin was withdrawn. Five days after onset, the patient began treatment with ampicillin 250 milligrams at each exchange intraperitoneally (specific frequency of exchanges and duration not reported) for the peritonitis event. Physioneal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.